Manufacturer narrative:
Mw5099730 pr # (B)(4) ¿ 02apr2021 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Per attached complaint details from mw5099730: dr was using clamp to remove the head of the femur due during the surgical case. The jaws broke and was retrieved using c-arm FDA safety report ID# (B)(4) it was reported that instrument broke during surgery and retrieved via c-arm per 07apr2021 customer response: what is the lot number? Tre05.26.10 please confirm whether or not there was any patient injury. There was no patient injury to my knowledge. Is the instrument available for evaluation? Yes, you will have to work with our risk department. No further information available.

Event description:
Per attached complaint details from mw5099730: dr was using clamp to remove the head of the femur due during the surgical case. The jaws broke and was retrieved using c-arm FDA safety report ID# (B)(4). It was reported that instrument broke during surgery and retrieved via c-arm. Per 07apr2021 customer response: what is the lot number? Tre05.26.10. Please confirm whether or not there was any patient injury. There was no patient injury to my knowledge. Is the instrument available for evaluation? Yes, you will have to work with our risk department. No further information available.

Manufacturer narrative:
Follow up 2694614: the sample was provided, and an evaluation was performed. The root cause is overstressing of the instrument. The device is a neurosurgical forceps intended for use on the spine. However, when the reported event occurred the device was being used during an orthopedic procedure to remove the head of the femur, an intervention requiring a force much greater than the use intended by the manufacturer. Review of the device history record did not identify any related issues that may have contributed to the reported problem and device conformed to specifications at time of release was confirmed. Hardness of the returned device was tested and found conforming to specifications. It can be concluded that inappropriate use of the device by application of excessive force and for an intended use different than the one specified by the manufacturer likely caused breakage of the device. There have been no issues identified with the material or manufacturing process. The product has been manufactured and tested according to the specifications.